Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08785 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was more than 600 mg/dl at the time of incident and the current blood glucose of the patient is 409 mg/dl. Customer reported no symptoms related to the high blood glucose. Customer did not mention how they treated the high blood glucose. Customer stated that they have been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not alleged for pump was under delivering. The product will be returned for analysis.